Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When withdrawing the passer, the suture was not held in the silicone depth control pad it was withdrawn with the suture passer. The physician attempted to reload and pass again, having the same problem. On withdrawal the second time the silicone depth control pad was not in the eyelet of the wing. The physician and her staff looked through the patient's abdomen thoroughly with intra-abdominal camera, searched the operative field and the room but could not locate the silicone pad. On x-ray there was a small item seen in the abdomen of the patient but because of the patient's prior surgeries, involving implantables, it was not possible to determine whether the object seen was from the weck efx. The patient was closed and thereafter sent to CT for additional radiological views. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR results: the sample and lot number are not available. The ncr system was reviewed for issues that could have contributed to the reported defect, and none were noted. The device was not returned for evaluation, therefore; a root cause could not be determined, and the complaint could not be confirmed. Manufacturer will continue to monitor and trend similar complaints.

Event description:
When withdrawing the passer, the suture was not held in the silicone depth control pad it was withdrawn with the suture passer. The physician attempted to reload and pass again, having the same problem. On withdrawal the second time the silicone depth control pad was not in the eyelet of the wing. The physician and her staff looked through the patient's abdomen thoroughly with intra-abdominal camera, searched the operative field and the room but could not locate the silicone pad. On x-ray there was a small item seen in the abdomen of the patient but because of the patient's prior surgeries, involving implantables, it was not possible to determine whether the object seen was from the weck efx. The patient was closed and thereafter sent to CT for additional radiological views. The patient's condition was reported as fine.